Event description:
Physician was conducting a cardiac catheterization and reported a dissection of the main stem. In the dr's opinion, the catheter tip is too long and sharp, and the primary curve is too tight. Physician feels these conditions caused the catheter to intubate the vessel "high" which resulted in the dissection.